Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: tarjan for the treatment of: muscle relaxant - pain. Treatment duration: 3 years. On (B)(6) 2021 the patient commenced pain medication: panadol osteo for the treatment of: to treat pain as required. Treatment duration: 2 weeks ago. On (B)(6) 2021 the patient commenced other medication (please specify): coloxyl for the treatment of: stop constipation . Treatment duration: 2 weeks. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: ndis provided physio treatment. Treatment duration: 6 months. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor at home.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: tarjan for the treatment of: muscle relaxant - pain. Treatment duration: 3 years. On (B)(6) 2021 the patient commenced pain medication: panadol osteo for the treatment of: to treat pain as required. Treatment duration: 2 weeks ago. On (B)(6) 2021 the patient commenced other medication (please specify): coloxyl for the treatment of: stop constipation . Treatment duration: 2 weeks. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: ndis provided physio treatment. Treatment duration: 6 months. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor at home.